Event description:
When md was attempting to attain a left wrist arterial line experienced difficulty inserting the catheter. Needle removed, guide wire, and catheter then noticed the top of the guide wire was bent and that the catheter tip was shortened by approx two thirds its original length. This defective product required an add'l consultation and minor surgical procedure to remove the retained foreign body.